Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien plymouth location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
"It is reported that when the physician attempted to use the device in the body, he found too much resistance inside the body and it would not deploy. Physician removed it and was able to deploy, outside of the body with persistence. Physician used another stent to complete the procedure and reported no patient injury occured. Evaluation summary: the protege everflex self-expanding peripheral stent system was received for evaluation. The stent was exposed and flowered. Fluid was observed in the stopcock tube. Sanguine tinted fluid was observed in the guidewire lumen. The deployment paddles were approximately 68mm apart and the safety locking pin was tight. Approximately, 50mm of stent was exposed and flowered. The stent was still engaged with the retainer. The guidewire lumen was flushed with air: sanguine tinted fluid was observed exiting the distal tip. The guidewire lumen was flushed with water: a steady stream of clear fluid was observed exiting the distal tip. The annual spaces were flushed with water: clear fluid was observed exiting the distal end of the outer sheath. The remainder of stent was deployed using the pin-pull method with ease. The retainer was examined: no abnormality or deformity was noted. The fully deployed stent was examined: no abnormality or deformity was noted. The distal tip was examined: no abnormality or deformity was noted. The distal inner assembly was cut to allow examination of the hypotube. Two witness marks were noted where the safety locking pin engages the hypotube. The catheter was skived opened: no abnormality or deformity was noted. The liner exhibited no signs of delamination.